Event description:
The customer state that "a malfunction occurred when starting the machine exposure. The monitor was black during x-ray".

Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 04/26/2011.